Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No pump delivery defects were found.

Event description:
The patient claimed that her blood glucose was not responding to pump therapy and elevated to 400-600 mg/dl for (B)(6). On (B)(6) 2011, the patient was hospitalized with a blood glucose reading of 761 mg/dl. Upon her admission to the hospital, she reportedly had positive ketones and symptoms of vomiting, frequent urination, and abdominal pain. The patient's blood glucose was normalized in the low 100's mg/dl after she received medical treatment with IV insulin. When she was placed on the subject pump, her blood glucose readings elevated to 400-500 mg/dl. Once again, the patient was taken off of pump treatment and was placed on the IV insulin. On (B)(6), the patient was using a new pump to manage her diabetes. Her blood glucose read at 213 mg/dl at the time of concern. The old pump was not available to be reviewed during the call. This complaint is being reported because the patient allegedly had symptoms suggestive of hyperglycemia and received medical intervention for elevated blood glucose after she was unable to lower her blood glucose with animas pump therapy.